Event description:
It was reported that the twist clamp on four (4) minicap transfer sets were ¿cracked¿ and leaked. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a cracked/damaged mainbody. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported leak was not verified. The reported damage was verified. The cause of the damaged/cracked mainbody could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.